Event description:
Pt implanted in both oral commissures on 5/15/1998. Onset of implant palpable and scarring 5/29/1998, explanted 7/1998. During 7/1998, pt implanted with bovine collagen implant, type unknown.